Event description:
It was reported that left hip revision surgery was performed due to pain and possible adverse reaction to metal debrid. Patient did not feel any better following her previous revision surgery (reported via MDR 3005975929-2018-00056) procedure 6/5/8. Crepitus, length discrepancy, weight bearing and leg raising difficulty reported.